Manufacturer narrative:
(B)(4). This is a report of use error, where the patient was swapped out the cassette and re-used the remaining disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient re-used a single use product during peritoneal dialysis therapy on the homechoice. During troubleshooting, the caregiver stated that they had swapped out the cassette and reused the solution bags. The technical services representative assisted the caregiver in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.